Manufacturer narrative:
The incident and control lot tubes were fully clotted prior to the allotted thirty minute clotting time. After centrifugation, proper and complete gel barrier formation was noted in all tubes evaluated. The serum was of acceptable quality and there was no hemolysis or fibrin observed within any of the incident lot or control lot tubes processed during this clinical investigation. This complaint is not confirmed with regards to poor barrier separation.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had gel migration.